Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. The lesion was pre-dilated with a 2.5mm and a 2.75mm balloons. Subsequently, a 2.75x28mm synergy ii drug-eluting stent was deployed for treatment. However, during post dilatation, it was found that the stent was deformed almost 6-7mm. The physician covered the deformation with another stent. The procedure was completed with no patient complications reported.